Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, prior to calibration, sensor shut down. Patient's mother stated that sensor was not deployed correctly. No medical intervention was necessary.